Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
Upon disassembly for visual inspection, corrosion was found to be built up throughout the inside of the handpiece. Additionally the rotor was seized in the motor and the driveshaft was seized in the spindle housing.